Event description:
It was reported that a malfunction code, malf 12, was displayed, and the fault ID was available. There was no reported impact to the customer¿s blood glucose level. Customer technical support assisted the caller in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.